Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, off-label use.

Event description:
Patient reported "hashimoto's thyroiditis" which is not device related, "dimple", "pain" and "rupture". Healthcare professional later reported "pain, dimple/line formation", "tenderness", "possibly be a ruptured vein" and "feels slight mushiness (possible rupture)". Patient was under the recommended age of implantation for the device. This record is for the right side. The device remains implanted.